Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6); 5076 implantable pacing lead implanted: 2007 (B)(6); (B)(4) abdominal stent graft implanted: 2008 (B)(6); (B)(4) abdominal stent graft implanted: 2008 (B)(6); (B)(4) abdominal stent graft implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.